Event description:
Covid test result showed negative but my symptoms were so severe I ended up in the emergency room. There I was retested for covid which showed positive on the test, aside from my severe symptoms and health state. Reason for use: very bad flu-like symptoms.